Manufacturer narrative:
The report event of extension damage was confirmed. As received, visual inspection showed the returned lead extension had one of the terminal end electrodes damaged. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Related manufacturer reference number: 1627487-2023-05275, related manufacturer reference number: 1627487-2023-05276. It was reported that during an implant procedure on (B)(6) 2023 following a trial, the last contact of the lead was damaged while removing it from the extension used for the trial period. Reportedly, the physician elected to keep the same lead to complete the procedure. Additionally, there was difficulty inserting and removing the new extension from the ipg header. When the physician attempted to remove the new extension from the ipg header, two contacts of the extension broke and remains lodged in the ipg header/port. A new extension was connected to a different header/port to complete the procedure. Reportedly, therapy is running without any issue.